Event description:
It was reported that during a coronary atherectomy / stenting treatment procedure, one of the atherotomes partially detached from the balloon during retrieval on the last inflation. The lesion being treated was tight and heavily calcified. It was accessed with a 6f (.070 ID) guide catheter and a .014" guide wire. The physician experienced difficulty when advancing to the lesion due to the lesion characteristics. Four inflations were performed: 10atms/15secs, 10atms/20secs, 14atms/20secs and 16atms/30secs. (The cutting balloon was pulled back into the guide catheter/sheath only after the initial inflation .) No difficulty was experienced during removal from the lesion or when entering the guiding catheter during removal. The vessel was post-dilated with a 3.5x13 balloon. It was reported that there were no injuries or complications for the pt. Pt status is reported as "fine."

Manufacturer narrative:
.